Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr). During preparation of the xtw clip was unable to open. Troubleshooting was performed and the clip jumped open. The clip was then closed again, but it was still unable to open. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated and the reported difficult to open or close (clip open inability) and difficult to open or close (clip jumping) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported unable to open clip and clip jumpiness. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr). During preparation of the xtw clip was unable to open. Troubleshooting was performed and the clip jumped open. The clip was then closed again, but it was still unable to open. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.